Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable.

Event description:
Merge unity pacs is a medical image and information management system that allows viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. A merge unity customer contacted merge ((B)(4)) to report that if the lab captures 2 images for the same view (ex. 2 rmlo images, 2 lcc images) and each view is associated to a tomo image, both tomos are associated to the first of those two images. This is a potential safety issue because clinicians are unable to view multiple images from the same view in unity. This places limits on the images available for the clinician to view at the time of diagnosis.

Manufacturer narrative:
Submitting this supplemental report to add FDA correction and removal reference numbers.